Manufacturer narrative:
The system pressure dome, photos and smartcard were submitted for analysis. Review of the smartcard data indicated that prime was completed. A return pressure test fail alarm and a collect pressure warning were seen after 173ml whole blood was processed. Several return pressure, collect pressure warnings and air detected alarms were seen after 593ml whole blood was processed. The treatment was stopped after processing of 753ml whole blood and an air detected warning for air in all lines but the ac line was seen. Review of the photos and the returned pressure dome indicated signs of blood leak but no obvious defect. The pressure dome could be installed without any issue on the instrument. A likely cause for the leak is the pressure dome not installed properly on the sensor. If one of the latches is not fully seated in the circumferential groove around the sensor, the diaphragm is not held tightly between the body of the pressure dome and the top of the sensor and can be unseated if pressure is high enough, resulting in a leak. Trends were reviewed for all complaint categories and no trend was detected for complaint categories alarm1: air detected or alarm #17: return pressure. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot d340 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for pressure dome membrane leak or for alarm #16: collect pressure. However, a corrective and preventive action has already been initiated for pressure dome membrane leak. This assessment is based on the information available at the time of the investigation. Investigation still in progress as the pressure dome, photo and smart card analysis is not complete at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4).

Event description:
Customer called to report a system pressure dome leak during treatment procedure. Customer stated the system pressure dome popped off and blood sprayed onto the walls of the centrifuge at 750 ml of whole blood processed. Clinical services specialist (css) asked if patient was alright, customer stated patient was in stable condition. Customer also stated that no one was injured due to blood leak. Css asked if there were any alarms prior to blood leak, customer stated there were collect pressure alarms at start of the procedure. Customer stated they stopped the procedure to tpa patient's access for 30 minutes then restarted the procedure. Css asked if there was any clotting or occlusions noted in any part of the kit, customer stated no there was no clotting or occlusions noted in the kit. Css asked if service would be required. Customer stated they have inhouse biomed engineer who is therakos trained. Customer returned the pressure dome, smart card and submitted photos for investigation.